Event description:
It was reported that within 1-2 hours post-implant, the lead dislodged. No electrical anomalies were observed, and patient was asymptomatic. The lead was repositioned the same day. Patient was stable prior, during and following the procedure.